Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer sst ii advance plus blood collection tubes, the collected sample experienced erroneous results. The following information was provided by the initial reporter: translated to english. The customer stated: high false results of k, after use as the repetitive high results on k, the lab has repeated the k-test with diverse tubes in one blood collection and found that the results of potassium with the same patient, at the same time are quite different depending on tube, but a result around or 5,5 originate the patient to be conducted to nephrology departament, why are results close to value 4,5 with sst 13x75, 13x100 and pst 13x75 while result with sst16x100 is quite significantly around or over 5,5? File drfg contains repited results depending on type of tube, and each other picture depending with which tube had been analyzed being red grande sku 366468, yellow sku 367957, blue sku 368969 and green sku 367374. We apologize for the wrong indication of the result, it is indeed a 5.44 k ((B)(6) 2021) result that is not considered pathological. The history attached to the results screen are for the same patient in all analyzes and for the same tube model used 366468, with the exception of those of (B)(6) 2021 performed with 3 different bd tubes which provided normal results. In previous analyzes some have exceeded the value 5.5 and are colored in red, the patient was transferred to the hospital, she was treated in the emergency room without having found reasons for the deviation. Case of (B)(6) 2021 with a result of 6.48, when the primary care physician saw the result, he referred the patient to the emergency department on (B)(6) 2021 and the result in the emergency laboratory and with the pst tube 367374 gave a potassium result of 4.0. I want to add that there are no preanalytical variables of any kind added, since the four different tubes extracted and analyzed on (B)(6) 2021 were performed with the same puncture, were centrifuged with the same centrifuge, were introduced into the same analyzer and into the same rack and the results were obtained in the 10 seconds in a row, therefore the calibrators and reagents are the same. Finally, I have contacted the director of the laboratory and he confirms that he has some other cases of which he will give me the same information, although his concern is focused on being able to determine how much this tube 366468 can be giving altered false results of increase, since it could be giving results as "normal" (3.5) and could be pathological because it is actually lower (2.5) than reported.

Manufacturer narrative:
Investigation: bd had not received samples, but 6 photos were provided for investigation. The photos included one with empty bd vacutainer tubes, and 5 photos showing chemistry results. The photos were reviewed and the indicated failure mode for erroneous results could not be confirmed based on the photos provided. DHR could not be performed due to unknown lot#. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the collected sample experienced erroneous results. The following information was provided by the initial reporter: translated to english. The customer stated: high false results of k, after use. As the repetitive high results on k, the lab has repeated the k-test with diverse tubes in one blood collection and found that the results of potassium with the same patient, at the same time are quite different depending on tube, but a result around or 5,5 originate the patient to be conducted to nephrology departament, why are results close to value 4,5 with sst 13x75, 13x100 and pst 13x75 while result with sst16x100 is quite significantly around or over 5,5?? File drfg contains repited results depending on type of tube, and each other picture depending with which tube had been analyzed being red grande sku 366468, yellow sku 367957, blue sku 368969 and green sku 367374. We apologize for the wrong indication of the result, it is indeed a 5.44 k (4/21/2021) result that is not considered pathological. The history attached to the results screen are for the same patient in all analyzes and for the same tube model used 366468, with the exception of those of 4/21/2021 performed with 3 different bd tubes which provided normal results. In previous analyzes some have exceeded the value 5.5 and are colored in red, the patient was transferred to the hospital, she was treated in the emergency room without having found reasons for the deviation. Case of 3/17/21 with a result of 6.48, when the primary care physician saw the result, he referred the patient to the emergency department on 3/24/2021 and the result in the emergency laboratory and with the pst tube 367374 gave a potassium result of 4.0. I want to add that there are no preanalytical variables of any kind added, since the four different tubes extracted and analyzed on 4/21/2021 were performed with the same puncture, were centrifuged with the same centrifuge, were introduced into the same analyzer and into the same rack and the results were obtained in the 10 seconds in a row, therefore the calibrators and reagents are the same. Finally, I have contacted the director of the laboratory and he confirms that he has some other cases of which he will give me the same information, although his concern is focused on being able to determine how much this tube 366468 can be giving altered false results of increase, since it could be giving results as "normal" (3.5) and could be pathological because it is actually lower (2.5) than reported.